Event description:
It was reported that the patient had inadequate pain reduction. The pump also had a low drug alarm. The patient recovered without sequelae on (B)(6) 2012. It was noted that intervention included therapy was suspended with saline on (B)(6) 2012. The pump was used to infuse an unknown drug. The patient was given oral pain medications (roxicodone and oxycontin) on (B)(6) 2014. The patient¿s low drug alarm occurred on (B)(6) 2012 per programming report on (B)(6) 2012. The etiology was unknown; it was possibly related to the device or therapy and not related to the implant procedure. It was noted that the patient was not consistent about getting their pump refilled on time and acknowledged they needed to be more proactive. The severity was reportedly mild. The patient¿s therapy remained suspended for 6 months and the patient was ¿exited¿ from the study.

Event description:
Additional information was received. The etiology of the event was that the patient had not gotten the pump refilled on time. It was indicated that the patient had exhibited increased pain.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).